Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer freezes intermittently and was unable to start. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer froze intermittently. It was noted that the programmer started up with displaying a black screen with only a blinking cursor, even when using the video graphics array (vga) connection. When attempting to retrieve log files via floppy drive, a message stating ¿invalid media type reading drive c¿ appeared, and the log files could not be retrieved due to a hard disk drive (hdd) issue. Additionally, both upper hinges were worn, the display¿s left hasp latch and the keyboard front latch were broken, and the stylus tip position on the touchscreen required calibration. Touchscreen and stylus calibrated as a preventive measure. The software was re-installed and updated to newest version. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.